Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that the device displayed an error code. Analysis also noted that the hanger assembly was broken, capacitor was damaged on the main printed circuit board (pcb), upper case was broken, the lower case was contaminated, the main seal was pinched, and the display wire was pinched with wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for repair subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.